Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2012, with right access approach. The pt had aaa and iliac artery aneurysm in both right and left sides. Although the access route was slightly torturous, there was no problem in vascular diameter. The pt's anatomical form such as proximal neck length and angles was suitable for the endovascular repair. Coil embolization was performed in right and left internal iliac arteries, and the iliac leg graft was placed, extended to the external iliac artery in both sides due to iliac artery aneurysm in right and left. Isolated cavity above renal artery was observed when confirmatory angiography was taken to determine the graft position before main body deployment, but no treatment was performed to it. After the procedure, retrograde aortic dissection (stanford classification: type a) was confirmed at diagnostic imaging phase. (All the people did not notice it during the procedure.) No additional treatment was conducted since the event was noticed after the procedure. The pt takes hypotensor though subjective symptom has not been noticed by him. Updated info added ((B)(4) 2012): it was the next day of the procedure that retrograde aortic dissection (stanford classification: type a) was confirmed; since the physician noticed that the pt's platelet was low after the procedure and thought something went wrong, CT scan was performed again, and it revealed the event. Also on the same day, they checked a video record of the procedure, then confirmed isolated cavity before deployment of the mainbody, which has lead the physician to think that the event had occurred due to wire guide or the mainbody insertion. The pt takes hypotensor though subjective symptom has not been noticed by him, and blood transfusion was performed. As of (B)(6) 2012, no additional treatment has been reported.

Manufacturer narrative:
Transfusion of blood products is listed in the instructions for use. Vessel dissection is listed in the instructions for use. Event is still under investigation.